Event description:
A medtronic representative reported that, while in a spine procedure, the site received a collimator error message on their o-arm 1000 imaging system. The 2d images appeared as a thin white line and the decision was made to re-boot the imaging system, it was at this point the issue was noticed. A medtronic representative reported that the surgeon opted to discontinue the use of the imaging system and the navigation system. The procedure was continued as an open procedure from a planned percutaneous procedure. Delay to surgery was approximately 45 minutes. There was no impact on patient outcome reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement collimator shipped to site (B)(6) 2015. Replacement collimator was returned to medtronic unused. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A retrospective review of the complaint, device failure analysis, MDR, and CAPA history related to the reported event found that the issue was non-systemic and did not warrant further action.